Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her blood glucose has been over 400 mg/dl and she was unable to bring them down. Customer has not treated with manual injections. Customer stated she has done a complete set change. Customer declined troubleshooting and stated her cannula was bent. No further information reported.